Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that this onetouch verio flex meter was experiencing an unusual issue. The complaint was classified based on customer service representative (csr) documentation. The patient reported that, at unspecified date and time, his onetouch verio flex meter began to experience an unusual issue. The csr noted that ¿when he was performing a test, rather than giving him a reading, the meter (unbeknownst to him at the time) showed him a result from the meter's history in the 400's rather than giving him a new, fresh reading.¿ the patient manages his diabetes with insulin ¿ self adjuster and glucophage (2 per day). He reported that, in response to the alleged product issue, he took an increased dose of insulin which he believes was around ¿15-20 units¿. The patient reported that, half an hour after taking the increased dose of insulin, he began to develop the symptoms of feeling ¿hot and sweaty¿ he also stated that he ¿had the jitters¿. In response to these symptoms he reported ¿eating glucose rich foods¿ but stated that he still didn¿t feel well. The patient reported that, at this point, emergency medical technicians (emts) were called who took him to the hospital. The patient stated that he couldn¿t remember what treatment the emts gave him, or if they tested his blood glucose. He reported that, before he arrived at the hospital, he began to feel better and so, with the approval of the emts, he went home and was not admitted to the hospital. The patient went on to say that, upon returning home, he became ¿symptomatic¿ again and so had his wife drive him back to the hospital. However, he again reported feeling better before reaching the hospital and so his wife took him home. During troubleshooting, the csr was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, and received hcp intervention, after taking an increased dose of insulin based on an alleged unusual issue with the subject meter.